Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3189, scs lead, therapy date: unknown, model: 3189, scs lead, therapy date: unknown, model: 1192, scs anchor, therapy date: unknown, model: unknown, scs extension, therapy date: unknown.

Event description:
Device 3 of 5; reference MFR. Report#: 1627487-2019-02126, reference MFR. Report#: 1627487-2019-02127, reference MFR. Report#: 1627487-2019-02129, reference MFR. Report#: 1627487-2019-04346. Follow-up confirmed the patient's extension was also explanted due to infection. The infection resolved over time.

Manufacturer narrative:
Concomitant medical products and therapy dates: model: 3189, scs lead, therapy date: unknown; model: 3189, scs lead, therapy date: unknown; model: 1192, scs anchor, therapy date: unknown.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2019-02126. Reference MFR. Report#: 1627487-2019-02127. Reference MFR. Report#: 1627487-2019-02129. This report is in reference to a (B)(6) patient. It was reported an infection and pus were present at the patient's ipg and lead site. As a result, the patient's scs system was explanted. A microbiologic swab of the patient's ipg and lead site was taken following the explant procedure.